Event description:
Additional information was received stating that the handheld was functioning properly and the charging issues were attributed to a broken serial cable adaptor. The broken serial cable adaptor has not been returned to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The handheld and related software product information was obtained. The handheld serial cable adaptor has not been received by the manufacturer to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer device history records were reviewed. Review of the handheld manufacturer device history records confirmed all quality specifications were passed prior to distribution.

Event description:
It was reported that the physician¿s handheld device was not holding a charge and was not powering on. The physician used different outlets throughout his office but was unable to resolve the charging issue. It was noted that the orange charging indicator was not displayed. The handheld device has not been returned to date.

Event description:
The handheld serial adapter cable was received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
An analysis was performed on the returned serial cable and a cause for the reported allegation was identified. During the analysis, it was identified that the serial cable had an open electrical connection in the power plug wire. The cause for the open connection is unknown and could not be identified during the analysis.